Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the battery data was set to fail. Analysis of the extracted file showed a difference between the cell voltages of 500 mv. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely root cause could not be established from the information available. Voltage imbalance at rest only occurs when the current draw on the battery was low enough to be considered at rest. This was defined in our battery file as less than 10 ma. The system will fail safely either during sleep mode or on the charger and poses no patient safety risk. The product analysis detected an additional condition that was not related to the reported issue: the rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. The ground trace on 44-pin flex cable become damaged due to the rear handle housing pushing against the flex cable. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic procedure, when the handle was placed inside the shell, the led display did not turn on. It was also reported that the handle was fully charged before it was placed on the shell (placed on the charger for more than 6 hours)and that it did not work using any other shell. The supervisor has loaded the faulty handle on both 2 chargers and did not turn on. Another handle was used to resolve the issue. There was no patient involvement.